Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight. The patient reported his left nipple was inflamed. The patient reported the skin was hardened due to the equipment rubbing on the skin. The patient reported the irritation is red and itches. The patient believes the irritation could be caused from an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurses assisted with placing gauze between the body and equipment. The patient was also remeasured and issued new garments. Follow up indicated the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight. The patient reported his left nipple was inflamed. The patient reported the skin was hardened due to the equipment rubbing on the skin. The patient reported the irritation is red and itches. The patient believes the irritation could be caused from an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurses assisted with placing gauze between the body and equipment. The patient was also remeasured and issued new garments. Follow up indicated the irritation improved.